Event description:
It was reported that pump displayed cartridge error while inserting cartridge. There was no reported impact to the customer¿s blood glucose level. Patient declined further follow-up, was noted to be out of warranty, no further event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 / 2.9.1 / iOS_18.6.2.